Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that during a routine visit in the clinic, it was found that electrode channels 10-12 have high impedances and channels 5 and 7 are involved in a short circuit. An add'l testing was carried out which confirmed previous testing results. From then on the pt's speech understanding has been decreasing. An appointment was set for 2007, but the pt did not appear. At approximately one month later, a date for reimplantation was scheduled.